Manufacturer narrative:
Other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. Should new information be obtained or when the device is received an evaluation will be performed and a follow up report will be submitted. E1: initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that the power supply and readings are unstable. There was no patient impact or consequence reported.